Event description:
It was reported that the lead integrity alert had tripped due to oversensing on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the patient developed complete heart block and experiencing pauses. The ventricular lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, with 15 - ventricular nst<=210 ms between (B)(6) 2012 08:07:36 and (B)(6) 2012 06:52:34 and 1 - vf=170 ms average v-cycle between (B)(6) 2012 10:27:13. The lead integrity alert triggered, with 1 - patient alert for lead failure predictor on (B)(6) 2012 08:05:26.

Event description:
It was reported that the lead integrity alert had tripped due to oversensing on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event. It was reported that the lead integrity alert had tripped due to oversensing on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event. (B)(6) 2012 it was later reported that the lead integrity alert triggered due to the lead having noise and oversensing. The lead remains in use. No patient complications were reported as a result of this event.